Event description:
The MFR received info alleging a ventilator's operation stopped during use. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a failure of the system board was observed. The ventilator's system board was replaced to address this issue.